Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No products will be received.

Event description:
It was reported that pressure sensor on the pump module were failing. The customer indicated the issue occurred primarily on the upper sensor. There was no patient involvement.

Event description:
It was reported that pressure sensor on the pump module were failing. The customer indicated the issue occurred primarily on the upper sensor. There was no patient involvement.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.